Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the connecting tube between the reservoir and the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 was visually inspected, microscopically examined, and leak tested. The tubing was identified as having been cut to the pump connector block; no tubing was returned with the device. Microscopic examination noted pump contamination; the pump was not tested functionally tested as a result. Product analysis was unable to confirm the reported clinical observation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the connecting tube between the reservoir and the pump. No patient complications were reported.